Event description:
It was reported that during a cholecystectomy procedure, jamming occurred with the device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/29/2008. Evaluation summary: the analysis results of the el5ml found that the instrument was received in good visual condition. It was cycled and a double feed incident occurred, a clip with gap and a malformed clip were removed and the remaining six clips were fed and formed as intended. The instrument locked out but the orange indicator did not show up. No conclusion could be reached based on the analysis results as to what may have caused the event reported. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.